Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6), 2011 during an esophagogastroduodenoscopy (egd) within the stomach.according to the complainant, the clip was locked onto the tissue, but it failed to release from the delivery catheter. The procedure was completed using another resolution hemostasis clipping device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as being okay.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date.(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.